Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "it was observed that there are intermittent filling issues with this package of this lot of product tubes. Not sure if this is due to the extreme heat we have been experiencing since these are plastic tubes and it has been over 100 heat index. There have been no reports noted of any other lot showing same issue." Additional information: customer states "there are no erroneous results or photos taken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "it was observed that there are intermittent filling issues with this package of this lot of product tubes. Not sure if this is due to the extreme heat we have been experiencing since these are plastic tubes and it has been over 100 heat index. There have been no reports noted of any other lot showing same issue." Additional information: customer states "there are no erroneous results or photos taken."